Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 7278, implantable cardioverter defibrillator (ICD), (B)(6) 2006; 1788t, competitor implantable pacing lead, (B)(6) 2006. (B)(4).

Event description:
Additional information received indicated that there was high pacing impedance observed in the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensing in the right ventricular lead has decreased since implant and the r waves are measuring low. It was further reported that the pacing impedance has also decreased since implant. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: a partial lead was returned in segments and analyzed. The analysis performed revealed no anomalies were found. The visual summary analysis of the lead indicated apparent explant damage. This device was included in the field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.